Manufacturer narrative:
D1, d4, d8 device information updated. E1 initial reporter information updated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results, method and conclusion codes along with the investigation result will be provided in the final report.

Event description:
It was reported that the patient's trial was ended early. The patient had a trial system implanted and before the patient left the hospital, a nurse changed the bandages. After the bandages were changed, the system began autoreducing. It was confirmed via fluroro that the patient's lead had been cut. The system was explanted.